Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display was noted. The insulin pump was received with failed batt test alarm due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to failed batt test alarm. The insulin pump had minor scratches to the display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for failed battery twice upon inserting new batteries. The blood glucose reading was not known. The customer also reported that the insulin pump had a blank display. The insulin pump was not dropped or bumped and showed no signs of physical damage. The battery cap contacts appeared "rusty" but the battery compartment and spring not damaged or corroded. The display did return with a new battery but the customer did not feel comfortable using the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.